Manufacturer narrative:
Device label code for f10. Position 1: 1738.

Event description:
The iab leaked. As a result of the event, the patient needed to go to the o.r. To have the iab surgically removed. There was trauma to the patient's artery. On 11/1/96, datascope was notified by the contact in the risk management dept. At the facility that they were unable to locate the iab. They reported that the iab was probably discarded. The following was reported to datascope on 11/26/96; the procedure was ptca and lcx with stent and iabp placement. The patient developed left groin hematoma at iabp site on 10/7/96 and went to the o.r. For iabp removal and exploration of left femoral artery with repair of the left femoral artery. The patient needed a transfusion. The patient was post op left and right heart cardiac catheter on 10/3/96. The patient did well post op with no reoccurence of chest pain. The patient was discharged on 10/13/96 after a vascular consult with medical therapy. Event complications: the iab was surgically removed - reported 10/9/96 and 11/26/96. Patient's current status: unk - rpt'd 10/9/96.